Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Additionally, the transmitter (part number stt-gl-004/serial number (B)(4)/lot number 5203789) being used with the receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Register nurse contacted dexcom on (B)(6) 2015 on behalf of trial patient to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.